Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
It was reported that patient faced adhesive issue with two infusion sets on (B)(6) 2026 as infusion set patch did not stick to skin upon insertion. The blood glucose level was high which was treated with correction injection via multiple daily injections (mdi) and patient replaced infusion sets and resumed insulin successfully.